Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a shock equipment malfunction error during opcheck. There was no report of patient involvement.